Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving bupivacaine (8.6 mg/ml at 1.375 mg/day), clonidine (400 mcg/ml at 63.97 mcg/day), ketamine (367.9 mg/ml at 58.83 mg/day) and morphine (20 mg/ml at 3.198 mg/day) via an implantable infusion pump. It was reported that the patient had a refill (B)(6) 2020 and on (B)(6) 2020 she ended up in the emergency room with overdose symptoms. The caller stated the dose was decreased at that time and when they checked the reservoir volume on (B)(6) 2021 there was less in the pump than expected which led them to feeling there was then a partial pocket fill.